Manufacturer narrative:
The certas valve (ID 828826) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; the siphon guard was damaged, cut marks were noted. The catheters were irrigated, no occlusions and leaks noted. The complaint was confirmed. Root cause - the possible root cause for the issue reported by the customer, could be due to improper handling of the device in view of the cut marks on siphon guard. The root cause of the cut marks on siphon guard is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828826) was implanted via ventricular peritoneal shunt in (B)(6) 2023 with unknown setting. On (B)(6) 2023, during the outpatient follow-up visit, the distal side of the valve was bent. A computerized tomography (CT) scan and angiography confirmed csf leakage in addition to cracks near the siphon guard. The valve was removed and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient experienced any signs and symptoms. The patient recovered.